Event description:
The following was reported to hamilton medical ag: summary: black display due to defective ip esm board during start up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the ventilator didn`t start up as intended due to a defective usb-stick and did not reach the ventilation software. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary: black display due to defective ip esm board during start up.